Manufacturer narrative:
One device was received for investigation. Under visual inspection complaint could not be confirmed. Based on analysis, the complaint cannot be confirmed as a manufacturing nonconformance as no fault was found. The cuff inflation issues reported are highly probable to be due to a variation in user technique. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the trach tube cuff would not inflate, no harm and no injuries reported.